Manufacturer narrative:
The qc recovery data provided was within specification. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable total protein gen.2 and glucose results for 2 patient samples on a cobas c 503 analytical unit. The customer questioned the initial low results which prompted them to repeat the patient samples. Sample 1 had an initial total protein result of 0.9 g/dl. The repeat result was 6.5 g/dl. Sample 2 had an initial glucose result of 14 mg/dl. The repeat result was 83 mg/dl. The repeat results were deemed correct.

Manufacturer narrative:
The total protein reagent lot number is 88321701 and the expiration date is 31-aug-2026. The glucose reagent information was not provided. The alarm trace showed abnormal aspiration alarms. The field service engineer (fse) replaced the rinse tubing, performed adjustments, and performed a precision test. The customer performed calibration and qc successfully. The investigation is ongoing.